Event description:
It was reported to philips that the device was difficult to start up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was difficult to start. Review of the system log file showed that there was a malfunction in frontal ippc. Upon troubleshooting, fse found that there was an issue in frontal ippc. The defective ippc has returned to philips for further analysis and found that the hard disk drive (hdd) was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the frontal ippc and reloaded the software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.